Manufacturer narrative:
Other relevant device(s) are: product ID: 3889, serial#: unknown, product type: lead. Other relevant device(s) are: product ID: 3889, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from the consumer regarding a patient with a trial external neurostimulator (ens) for urge incontinence/urgency frequency patient reported that after the procedure, she just "gushed out all over" and their lead were bad. Patient also reported that it hurts down there and further explained that it felt more like a pressure. No further complications were reported or anticipated.